Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected devices have not been received. A f/u report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported versed infused too quickly. A new bag of versed (concentration and volume unk) was hung at 1111 to infuse at 6 mg/hr but too much infused, requiring a new bag to be hung at 1800. The nurse reported only 42 mg should have infused during this time but the patient received nearly 100 mg. There was no report of patient harm or medical intervention. Although requested, no further patient or event info was provided.